Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's doctor called stating customer's insulin pump is no longer working and he needs a new one. Customer's blood glucose is 120 mg/dl. He stated that insulin continues to drip after the motor stops during the manual prime process. Troubleshooting was already completed with another company rep. Customer was advised the device needs to be replaced, and no discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to moisture damage on the force sensor. Corroded motor home switch noted during visual inspection. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads, and missing end cap sticker.